Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose results were 460, 430, 120mg/dl. Tests were done within 10 mins with a difference of 60%. Pt did not experience any adverse events. No further info has been reported.